Event description:
Physician reported intermittent ventricular pacing with the subject device. This led to its explant and substitution because of pt syncope episodes. Before explantation, the physician verified the system (leads and connection) and reported appropriate system characteristics as measured.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis pending.